Manufacturer narrative:
The following is closing report by the foreign reporter. The hoist was checked and found to be functioning satisfactorily. User error. The chair had not been connected correctly to the hoist. User was instructed on the proper operation of the hoist.

Event description:
The pt was being removed from the bath when the seat titled and the pt fell into the bath.